Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after multiple set changes. Blood glucose value was 115 mg/dl. During troubleshooting, the customer was able to prime after disconnecting and reconnecting the infusion set and reservoir. It was explained that the alarm was caused by a set/reservoir occlusion and advised to monitor the device. The reservoir will be returned for analysis.